Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was implanted and explanted on the same day due to change in thresholds. No further information is available at this time.

Event description:
Additional information received indicated that the patient tolerated the procedure well and discharged the next day.